Manufacturer narrative:
The device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment of cerebral aneurysm with flow diverter, the pushwire broke during removal of the system. It was reported that the physician confirmed the delivery system of the pipeline moved toward the proximal while opening the flow diverter. For that reason, the physician decided to remove the pipeline system from the patient. The physician pulled the delivery pushwire to re-sheath the pipeline into microcatheter, then the microcatheter into distal access guide catheter to remove the whole device from the patient. When the pipeline system reached the sheath, the physician felt strong resistance. The physician forcibly pulled the pipeline pushwire, then he was able to remove only the pipeline pushwire, and the rest of the pipeline system remained inside the microcatheter, but it was removed with the microcatheter from the patient. New device was used and procedure completed. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the pipeline flex pushwire appeared to be separated into two segments. The distal broken segment was found to be stuck within the microcatheter and it could not be pushed forward or removed. The proximal broken segment was found outside of the catheter. For further examination, the catheter was then cut to remove the distal broken segment. A minimal amount of blood was observed inside the catheter lumen. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex braid were found fully opened with moderately frayed. Kinks and bends were observed on the pushwire at multiple locations from the proximal end. The broken end of the pushwire was then sent out for sem analysis. No other anomalies were observed. Based on the analysis findings, the event description and the sem analysis; the facture surface exhibits ductile features indicative of tensile overload failure. It is likely these damages occurred when the customer continued to advance/retrieve the pipeline flex through the microcatheter despite of high resistance. In this event, the user error may have contributed; subsequently causing the pipeline flex pushwire to separate. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): the user should: ¿discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.